Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 389 mg/dl, which was treated with the insulin pump. The blood glucose reading at the time of hospitalization was unknown. The customer stated that she felt very sick and observed bent infusion set cannulas. She was treated with an intravenous drip upon hospitalization. Unable to complete troubleshooting for high blood glucose due to lack of a tubing clamp; the customer was advised that one would be sent out. She reported that the infusion set cannula was not occluded. She also observed a rash at one insertion site during the previous week. The customer was advised to change the infusion set, reservoir and insulin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement tests. No unexpected low battery alarms were noted. The device was received with cracked case at display window corners and a cracked reservoir tube. The device was also received with a minor scratched lcd window.